Event description:
It was reported that after the 3x38mm xience xpedition stent delivery system (sds) was removed from the dispenser hoop, the proximal shaft was noted to have broken off. Therefore, the sds was not used in the procedure. There was no patient involvement and no clinically significant delay reported in the procedure. Another xience xpedition stent was used in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other complaints. The investigation was unable to determine a conclusive cause for the reported material separation. Potential causes for material separation include, but are not limited to, damage during manufacturing, inadvertent mishandling during unpackaging, during preparation or use of the device, interaction with the anatomy and/or accessory devices. In this case, it is possible that inadvertent mishandling while attempting to remove the device from the protective coil may have contributed to the reported material separation in the proximal shaft; however, without the device to examine, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Correction: d9 - device available for evaluation updated from ¿yes¿ to ¿no¿.